Manufacturer narrative:
(B)(4). The same has been requested but to date the incident sample has not been received.

Event description:
The customer reported that during a hemicolectomy, approximately three seals reopened although an end tone, indicating a completed seal cycle was heard. This caused oozing of less than 250cc. There was no patient injury and the same device was used to complete the procedure without incident.